Event description:
Patient reported left breast pain, rupture and invasive ductal carcinoma. Device status is unknown.

Manufacturer narrative:
The event of cancer - breast is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cancer breast-ndr.